Manufacturer narrative:
(B)(4). Therapy date: unknown. Reported event was unable to be confirmed due to limited information received from the customer. X-ray was received and review stated that there is superolateral dislocation of the prosthetic femoral head, and lucency was present within the greater trochanter, which may represent osteolysis. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -08117.

Event description:
It was reported patient is being considered for a right hip revision at an unknown amount of time post implantation for unknown reason. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.